Event description:
A male pt reportedly underwent uncomplicated bilateral iliac stenting in 2008. The right cfa access site was successfully closed with the mynx device by a trained operator, and hemostasis was achieved without complication. The physician proceeded to close the left cfa access site with the mynx. However, it was reported that immediately post-mynx there was a failure to achieve hemostasis, and manual compression was applied along with a femstop. Hemostasis was achieved and the pt was discharged per standard hosp procedure without complication. The pt returned 3 days later with complaints of leg pain, and angiography documented a flow disturbance at the left cfa access site. The physician proceeded to dilate with a balloon, and material was aspirated through an export catheter from the sfa-popliteal bifurcation. A silverhawk procedure was also successfully performed below the knee and flow was restored. The pt tolerated the procedure well without complication. The excised material was not sent to pathology, and no further info, including any additional pt or procedural info has been provided.

Manufacturer narrative:
The device was not returned for eval and the device's lot number was not provided. Therefore, a review of the lot history record could not be performed. The etiology of the embolic event is unclear with the info provided. The excised material was not sent to pathology, therefore, it remains inconclusive as to the contents/pathology of the material (i.e. Thrombus, fragments of plague and/or any other debris due to the index procedure of mynx procedure). Based on the info provided, there is no evidence to suggest that the mynx device did not meet specifications or perform as intended per IFU. There was no procedural implication suggesting an intravascular instead of extravascular deployment of sealant or any description suggestive of immediate procedure argues that thrombi propagation was contributor but does not help localize the inciting event.